Event description:
Arjo was informed about an event related to arjo auto logic system. As reported, the patient was weighing down in the bed, and the left foot has pressed against the end support of the bed. The auto logic pump that supplies the mattress with air, has warmed the end support of the bed, causing it to get hot. According to the facility staff, the incident was a combination of product error and user error and maybe due to the underlying mattress (non-arjo) is incompatible with new air mattress.